Event description:
Customer reported failed battery test on insulin pump. Customer's insulin pump was replaced with a new one. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with high idle current and unexpected failed battery alarm due to open lcd driver on the lcd board. The insulin pump received has reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.